Manufacturer narrative:
(B)(4). Additional information: the long60a device was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge (1) ecr60b, l53v0c was received fully fired and in good visual conditions. Cartridge (2) ecr60w, l53z87 was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload (c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, there were firing issues. The device could not fire at the second stroke of the first firing with the white reload. About half cut line and staple line were deployed. They changed to a blue reload, but several staples were unformed after the second firing. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.